Event description:
It was reported that the device system stayed black when started and the yellow light was on, the device did not power on or off. The procedure was canceled due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the device system stayed black when started and the yellow light was on, the device did not power on or off. The procedure was canceled due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer. The fse confirmed the device failure to power up. The device would not turn on and found that the key switch was loose. The key switch was tightened and tested. The device is now working. The reason for failure to power up could not be determined due to a lack of a returned product and insufficient information to determine the most probable cause for the reported issue. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that at this point that unknown factors most probably contributed to the complaint or event.